Manufacturer narrative:
(B)(4). Visual examination of the provided pictures identified the inner spring has fractured. This complaint is confirmed based on evaluation of the provided image. DHR was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the coating of the flexible silicone driver is coming off. There was no patient involvement. Attempts have been made and no further information is available.